Event description:
It was reported that a patient underwent an alif procedure. During implantation, it was reported that the cage was broken. "A posterior piece of the cage and "a noter" remained inside the patient. Levels implanted were l5-s1."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however, a like device catalog # 7968210, product code max was cleared in the united states. This part is not approved for use in the united states; however, a like device catalog # 7968210, 510k # k091813 was cleared in the united states.